Manufacturer narrative:
The hill-rom technician found the brakes engaging but one caster failing to lock tire rotation. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake was not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).